Event description:
It was reported that during cardiac surgery the implantable cardiac defibrillator (ICD) was removed and a power on reset (por) occurred. The device was explanted and not replaced until a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and there was a firmware error message for a power on reset (por).